Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the contact of the u plug unit is dirty. Identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely that the following contributed to the malfunction: for the reported allegation, the cause could not be determined, and for the additional finding, the cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a flickering image issue. The issue occurred during service/maintenance. There were no reports of patient involvement.